Event description:
It was reported that: "stent assisted coiling procedure was performed on (B)(6) 2020. First open cell stryker atlas stent was placed to the left and then the lvis evo to right through atlas. Procedure was successful. Follow up was this week ((B)(6) 2021). Control angiogram showed thrombus formation inside aneurysm but also thrombus intraluminal near distal end of lvis evo. Patient was on dual antiplatelet therapy (dapt) last 7 month and remains on dapt for further 6 months."

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and not returned to the manufacturer for analysis. Medical imaging was not provided. The event could not be confirmed. At the time this complaint was received, this product was an exported device that was not cleared or approved for marketing in the u.s. The complaint is being reported now as based on this product meeting similar product criteria.